Event description:
A customer reported experiencing a past low blood glucose (bg) level was displayed as "low"; however, specific value was not provided. Cause was not known. Reportedly the customer lost consciousness and their husband, force-feed carbohydrates to the customer the customer had control-iq software on their pump, which was active during the event. It was recommended to consult a healthcare provider to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.